Manufacturer narrative:
This is 7 of 14 events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Event description:
A call to technical services from the biomedical department representative reported the physician believed the external pulse generators (epg's) may have been inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported department quarterly checks were completed and found no issues with the external pulse generators.

Event description:
A call to technical services from the biomedical department representative reported the physician believed the external pulse generators (epg's) may have been inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported department quarterly checks were completed and found no issues with the external pulse generators.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The external pulse generator (epg) was found to fail the battery removal amplitude test, and the main printed circuit board (pcb) was out of electrical specification. The upper case was also dented, the ring was bent, and the keyboard had cosmetic damage.